Manufacturer narrative:
Device evaluated by MFR: the main coil, the introducer sheath, and the pusher wire were returned for analysis. Visual and microscopic inspections revealed that the main coil was bent and stretched at the coil arm and primary coil section. Moreover, the arm of the coil was detached. Dimensional inspection of the main coil revealed the components were within specifications.

Event description:
Reportable based on device analysis completed on 03mar2025. It was reported that the coil was unable to advance. A 12mm x 30cm interlock was selected for use in the embolization of an intra-abdominal aneurysm in the superior mesenteric artery. During the procedure, heparin saline was dripped continuously, but it was noted that the coil could not be advanced further when advanced to the tail end of the renegade microcatheter. After several times of withdrawing and advancing the device, the problem still occurred. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, returned device analysis revealed that the arm of the coil was detached.